Event description:
Issues with pca pumps that were alarming despite attempts to adjust syringes and change tubing. On two separate pumps on the same date and time, alarm indicates "upstream obstruction", both were dilaudid and both were filled at about 45 cc (50 total). Both pumps were found to have the flexible tubing stretched like a ribbon (with vacuum pulling at the medication syringe) but the syringe itself was apparently not moving the plunger to move medication into the tubing. Once the syringe was removed, it was clear the plunger was very tight in the medication vile, and that the pump was unable to pull the plunger and the medication. This issue has been noted to be occurring for several months.

Event description:
Issues with pca pumps that were alarming despite attempts to adjust syringes and change tubing. On two separate pumps on the same date and time, alarm indicates "upstream obstruction", both were dilaudid and both were filled at about 45 cc (50 total). Both pumps were found to have the flexible tubing stretched like a ribbon (with vacuum pulling at the medication syringe) but the syringe itself was apparently not moving the plunger to move medication into the tubing. Once the syringe was removed, it was clear the plunger was very tight in the medication vile, and that the pump was unable to pull the plunger and the medication. This issue has been noted to be occurring for several months.

Event description:
Issues with pca pumps that were alarming despite attempts to adjust syringes and change tubing. On two separate pumps on the same date and time, alarm indicates "upstream obstruction", both were dilaudid and both were filled at about 45 cc (50 total). Both pumps were found to have the flexible tubing stretched like a ribbon (with vacuum pulling at the medication syringe) but the syringe itself was apparently not moving the plunger to move medication into the tubing. Once the syringe was removed, it was clear the plunger was very tight in the medication vile, and that the pump was unable to pull the plunger and the medication. This issue has been noted to be occurring for several months.